Event description:
A surgeon reported while injecting silicone oil into a pt's eye, the inlet fluid port during surgery. The trocar stayed in place and a portion of the oil came out of the syringe, falling on the pt's face. The case was completed using an alternate infusion port. There was no harm to the pt.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).